Event description:
The customer reported the system had a communication error and locks up. This error may result in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of pt or staff injury was reported.